Manufacturer narrative:
Visual examination of the returned found the distal tip was broken. Optical imaging revealed plastic deformation which indicates a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause cannot be determined with the information provided. However, fracture analysis suggests a quasi-static overload shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4), lot unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
On (B)(6) 2017, surgery for spondylolisthesis was performed using the mountaineer system. The fixed area was c7 ¿ t1. The following issues are confirmed during the surgery. - the surgeon made the hole by using 4.0mm tap (part# & lot#: unk) - he tried to insert the 4.35mm screw using the screw driver (part#: 288304000, lot#: unk), however, tip of the screw driver got broken and then the broken tip was buried inside the screw. - he attached the screw to the rod and set screw together, and then pulled the screw out. - eventually the screw got broken. There were no broken parts found left in the body and the surgery was successfully completed with a 30-minute delay. There was no adverse consequence to the patient. No further information has been provided